Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequent urinary tract infections.

Manufacturer narrative:
Date sent to the FDA: 11/17/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 along with concurrent hysterectomy, mccall¿s culdoplasty and anterior colporrhaphy due to pop and sui. It was reported that patient underwent transection of the mesh tape on (B)(6) 2002 due to urinary retention following mesh placement. (B)(4).